Event description:
Sionblue guidewire was used to treat the 90%-99% stenosed lesion at rca, and when physician performed the angiography, leakage of the contrast media from the vessel was found. Poba treatment was successfully performed to the vessel perforation. Pt has been discharged.

Manufacturer narrative:
Device was reportedly discarded at the facility, not returned to MFR for investigation. Lot history review revealed no anomaly relating with the reported event. All the guidewires are inspected during the production process for meeting the products - specifications and shipping criteria, there is no indication of a product deficiency. With the obtained information, relation between the guidewire and the reported event could not be determined.